Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampax inside thread comes off from inside (vagina) [foreign body in reproductive tract]. Tampax inside thread comes off in little pieces [device breakage]. When removed tampax inside thread comes off from inside [complication of device removal]. Case description: consumer reported via email that the inside thread comes off from inside in little pieces. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampax inside thread comes off from inside (vagina) [foreign body in reproductive tract]. Tampax inside thread comes off in little pieces [device breakage]. When removed tampax inside thread comes off from inside [complication of device removal]. Consumer reported via email that the inside thread comes off from inside in little pieces. No serious injury was reported.